Event description:
The customer reported approximately several milliliters of brownish fluid leaked outside the instrument from the front diluter following completion of quality control (qc) involving the coulter lh 750 hematology analyzer. No patient samples were analyzed. Patient results were not impacted. There was no patient consequence associated with this event. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from the backwash cup (probe wash rinse cup). The cup was stuck in a down position causing it to spray during the probe backwash cycle. The fse also noted intermittent differential vote outs which occurred as a result of a faulty mixing motor; noise was also noticed at the differential and retic channels to the direct current (dc) and radio frequency (rf). The fse replaced the rinse cup to resolve the fluid leak and replaced the triple transducer module (ttm) due to wear. The fse replaced the differential mixing chamber to resolve the differential vote out issue, which was unrelated to the fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Rinse cup, differential mixing chamber. (B)(4).